Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was-18.48%, without claves, the accuracy reading was -2.93% , with the walkmed bag the accuracy reading was -8.3% , the mod test was-1.66% , and the bench test accuracy reading was -2.3%. There was no patient involvement.